Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed tip fixing screw peeling issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera ultrasound gastrovideoscope experienced a leakage from the forceps elevator lever. There was no report of patient harm associated with this event. During incoming inspection, there was insufficient adhesive in screw holes of distal end. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of forceps control lever, water tightness was lost. In addition to evaluation in b5, due to a cut on switch button 1, water tightness was lost. Due to wear of lock engagement lever, up/down knob could not be locked securely. The adhesive on the bending section cover was detached. The adhesive on bending section cover had a chip. Switch button 1 had a cut. Paint on air/water cylinder was peeled. The connecting tube had a scratch. The distal end had a scratch. The objective lens had a scratch. The objective lens had a crack. The acoustic lens had a scratch. The acoustic lens was damaged. There was a chip in the adhesive area between the acoustic lens and ultrasound probe. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.